Event description:
It was reported that intermittent occlusion alarms occured. System check was performed by clinical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customer's blood glucose level was 140 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted .